Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment, mitral regurgitation, and stroke. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip xtr was implanted reducing mr grade to trace. On (B)(6) 2019 the patient presented with a stroke. The patient was also fatigued with an occasional cough. Echocardiogram found no cardiac clot, but the patient had a single leaflet device attachment and recurrent mr grade 4. Tpa medication was given for the stroke and the stroke symptoms quickly resolved. Another mitraclip procedure was performed on (B)(6) 2019. Two additional mitraclips (one ntr and one xtr) were implanted reducing mr to mild grade. In the opinion of the physician, regarding the slda, the posterior leaflet pulled away from the mitraclip, despite adequate leaflet insertion. In the opinion of the physician regarding the stroke's relationship to the mitraclip; the mitraclip is possibly related to the stroke, but it is unlikely because the stroke symptoms quickly resolved with the administration of tpa. No additional information was provided.

Event description:
This was filed to report the single leaflet device attachment, mitral regurgitation, and stroke. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip xtr was implanted reducing mr grade to trace. On (B)(6) 2019 the patient presented with a stroke. The patient was also fatigued with an occasional cough. Echocardiogram found no cardiac clot, but the patient had a single leaflet device attachment and recurrent mr grade 4. Tpa medication was given for the stroke and the stroke symptoms quickly resolved. Another mitraclip procedure was performed on (B)(6) 2019. Two additional mitraclips (one ntr and one xtr) were implanted reducing mr to mild grade. In the opinion of the physician, regarding the slda, the posterior leaflet pulled away from the mitraclip, despite adequate leaflet insertion. In the opinion of the physician regarding the stroke's relationship to the mitraclip; the mitraclip is possibly related to the stroke, but it is unlikely because the stroke symptoms quickly resolved with the administration of tpa. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. Slda resulted in recurrent mitral regurgitation (mr) which then cascaded the cerebrovascular accident and fatigue as reported within this case. The reported patient effects of mr, fatigue and cerebrovascular accident (stroke), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.